Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 80 to 120mg/dl. Customer feels well and observed no symptoms. Comparing fasting blood glucose test results from trueresult meter to doctor's lab test; produced 83mg/dl on trueresult meter to doctor's lab test; produced 83mg/dl on trueresult meter and 190mg/dl from lab test results. Medical intervention is not required at this time. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 253 mg/dl and 252 mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 114mg/dl; 107mg/dl; 94mg/dl; 93mg/dl; 107mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Returned test strips produced lo readings. R&d investigation determined the one strip that resulted in "lo" meter result may have been rinsed by the customer.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 80 to 120mg/dl. Customer feels well and observed no symptoms. Comparing fasting blood glucose test results from trueresult meter to doctor's lab test; produced 83mgdl on trueresult meter and 190mg/dl from lab test results. Medical intervention is not required at this time. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 253mg/dl and 252mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 114mg/dl. 107mg/dl. 94 mg/dl. 93 mg/dl. 107mg/dl. Adverse event not reported.